Manufacturer narrative:
Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. It is unknown when device broke or when patient¿s pain began. This report is for an unknown 3.5 mm lcp distal humerus plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date in (B)(6) 2017. Date of explantation is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter address, phone number, and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, a distal humerus fracture patient was implanted with a synthes elbow plate to fix the distal humerus fragment. The surgery was completed successfully and after a couple of days, the patient was discharged from the hospital. On an unknown date, postoperatively, the patient felt sudden pain at the distal humerus and visited the surgeon. X-ray was done and it was found that the plate was broken. Device was explanted on an unknown date. Details of the explantation surgery are unknown. Current patient status is unknown. This report is for an unknown 3.5 mm locking compression plate (lcp) distal humerus plate. This is report 1 of 1 for (B)(4).